Event description:
It was reported that the patient experienced pectoral stimulation. The physician elected to open the pocket to evaluate the lead. Upon examination, multiple insulation abrasions were visible. The lead was replaced .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A customer contacted baxter's (B)(4) to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The last fill volume was 500ml and a drain volume of 14 ml. The technical service representative (tsr) advised the hp to start over with new supplies due to a report of air in line. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the care giver (cg) regarding the reported event. The cg stated there were no issues with the cycler or any of the disposable supplies. The cg stated the problem was the home patient (hp) was connecting during prime. Per the cg, there has been no patient injury or medical intervention as a result of this event. The cg stated the hp was doing well on therapy.